Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Additional device product code is hwc. (B)(4). Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The retrieved portion of the subject device has been reportedly discarded by the reporting facility. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the 3.5mm pelvic cortex screw broke in two (approximately the middle), while being inserted with a screwdriver during an unspecified procedure on (B)(6) 2016. The surgeon opted to leave the distal end of the screw in the patient because it was embedded in bone. The proximal end of the screw was retrieved. The procedure was completed successfully with no surgical time delay. The patient's postoperative status is reportedly stable. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: on september 1, 2016, synthes received a maude report with associated medwatch number mw5064174. It has been confirmed that mw5064174 is a duplicate of complaint file (B)(4) with MFR# 2520274-2016-14378.